Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in inappropriate anti-tachycardia pacing (atp) and shock. An x-ray was performed, and it was indicated there was some separation in the lead. Boston scientific technical services (ts) discussed that the depending on the location, the separation could be normal. It was noted the noise was reproducible. The root cause of the noise was not determined. This rv lead was surgically abandoned and replaced. This ICD remains in service. No additional adverse patient effects were reported.